Event description:
Senseonics was made aware of an instance where in a patient using eversense cgm went through a hypoglycemia event which was not detected by the system. The customer did not feel well.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. It was determined from the data management system, that the difference in the reading was due to occasional discrepancy that occurs between bg and sg, caused by time lag. No remedial action/corrective action/preventive action / field safety corrective action.